Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a low blood glucose (bg) level; bg value was not provided. Reportedly, the customer entered the intended amount in the pump for a bolus; however, it ended up being too much insulin. Customer administered a glucagon injection to initially treat bg. At the hospital, the customer was treated with intravenous fluids of saline to address bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage.